Event description:
On 06/19/2023, it was reported by an arthrex employee via sems that an ar-3350-2730 scope distal lens is damaged. This was discovered during an unspecified time with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.